Manufacturer narrative:
Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. The stated problem was verified. Based on the evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. No adverse patient effects were reported.